Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, this 11500a25 inspiris resilia valve was explanted from the aortic position from this 27-year-old patient after an implant duration of approximately four (4) years due to degeneration. The patient presented with significant heart failure before the reintervention.